Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation on right side of his lower back. The patient's pain pattern is bilateral lower back pain. The patient stated he recently lifted his child and injured his back. The patient was prescribed steroids for the pain; however, the pain still remains. Reprogramming was unable to resolve the issue. Subsequently, the patient may undergo surgical intervention as the next course of action. The event date is unknown.